Manufacturer narrative:
The lot was manufactured january 3, 2018 - january 5, 2018. The device was received for evaluation. Visual inspection identified a ruptured bladder. A microscopic inspection was performed for signs of abnormality that may have caused the rupture problem. No signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. It was noted during filling the device with fluorouracil. There was no patient involvement. No additional information is available.